Event description:
The recipient is reportedly experiencing sound quality issues. Device testing revealed results within normal limits. Programming adjustments have been made and external equipment was exchanged: however, the issues did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section: b.3, d.6b, d.9. Corrected information: section h6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section b.1 & h.1. Additional information section b.1, b.2 & h.1, h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of non-auditory sensations, sound quality and tolerance issues with headpiece placement could not be verified during this analysis, which was limited in some respects due to the electrode being severed. The device passed all of the electrical tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.